Event description:
Complaint received form patient that alleges "a patient have a severe allergic reaction to the sling". Questionnaire not received from clinical and/or patient. Device not returned to manufacturer for evaluation. No indication event caused or contributed to permanent impairment or death.